Manufacturer narrative:
The customer provided additional patient information. The record has been updated accordingly.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation of the device's electronic records stryker observed logged an event code in the memory which is related to device performing a watch dog reset to prevent the device from freezing due to a software detected anomaly. Initiates a ¿warm boot¿ which restarts the device while preserving the settings mode that was last being used to minimize interruption to the clinical workflow. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation of the device's electronic records stryker observed logged an event code in the memory which is related to device performing a watch dog reset to prevent the device from freezing due to a software detected anomaly. Initiates a ¿warm boot¿ which restarts the device while preserving the settings mode that was last being used to minimize interruption to the clinical workflow. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device had logged an event code in the memory which is related to device performing a watch dog reset to prevent the device from freezing due to a software detected anomaly. The technician was not able to duplicate the issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.